Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in late 2008. The lens was explanted in early 2009, due to excessive vaulting. Subsequently, the patient experienced shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's current best-corrected visual acuity is 20/25.

Manufacturer narrative:
Secondary surgery - excessive.